Event description:
Pt claimed the tens device used for 2 1/2 days on pain arising from a diagnosed peripheral neuropathy (reportedly on the feet/ankles) caused more pain. The pain required a hospital emergency room visit (pt was not admitted to the hospital). Pt reportedly had pre-existing constant pain. Pt claims the device made pain worse, that he is bed ridden. Pt discontinued use of the device.

Manufacturer narrative:
The rs-tens plus device met all applicable quality assurance specifications prior to distribution to pt. Unable to simulate/re-create reported event. If/when the complaint device has been returned, electrical performance testing of the stimulator will be performed and follow-up information will be supplemented to the MDR. The prescribing physician is (B) (6). (B) (4).